Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient reported that beginning (B)(6) 2017, they were getting electrical shocks that feel like needles that are poking them. They last for about 20 seconds each time it happens twice a day. The patient stated that they felt it while they were sitting on their couch and also while driving. There were no trauma/falls or emi environmental exposures that could be related and it was not due to positional movement. The patient had not checked their device with their patient programmer prior to the call, so they synced their ins with the patient programmer which showed that stimulation was on. The patient was redirected to follow up with their healthcare professional (hcp). Additional information was received from a manufacture representative (rep) via a patient on (B)(6) 2017. The rep stated that beginning (B)(6) 2017 (which conflicts with the previous event date provided) the patient was experiencing warmth and a surge at their ins pocket. It was noted that this occurred last thursday through sunday and occurred 1-2 times each day and lasted about 10 seconds. The patient never turns their stimulation off as it is extremely helpful for their pain. The patient noted that they do bump their ins occasionally but they did not bump it right before it occurred. The rep saw the patient on (B)(6) 2017 and checked impedances which were within normal limits. The patient noted that it has not occurred again since sunday. The patient also saw a physician assistant (pa) and the plan is for the patient to tell them if it occurs again and if it does there would be a potential ins replacement. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.